Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. The patient's attorney alleges an infection, which is listed as a possible adverse reaction in the product's instruction for use. However, no sample has been returned and no medical records have been provided to evaluate that allegation. Currently, it is unknown whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. This MDR includes all patient, event and device information davol has received to date.

Event description:
The following was reported by patient's attorney: on (B)(6)2009 - repair of hernia with bard composix e/x. In (B)(6) 2009 - report of infection and abscess. On (B)(6) 2010 - explant of infected mesh. Patient experienced abdominal pain and discomfort, physical pain, and permanent injury.